Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. The customer let the pump charge and was able to resume insulin delivery. There was no reported adverse impact to the customer's blood glucose.